Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Investigation summary: the reported complaint of a leak could be confirmed from the photo received. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received with regard to a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer that experienced leakage during use. The reporter stated that, "the patient pressed the nurse call button to report an issue. It was found that medicine overflowed from the front end of the filter, causing leakage onto the patient's right shoulder clothing and the mattress. Upon examination, a crack was identified at the front end of the filter. The vital signs were monitored, the skin around the tubing and the dressings were observed, and records were made. The chemotherapy was temporarily put on hold. We assisted the patient in rinsing their affected skin, and the medication treatment was resumed." "As the product was already contaminated, it was destroyed as a defective item after being recorded by the unit via video." The event occurred during infusion. The set replaced, and therapy resumed without any further problems. The drug name was unknown. There was no patient harm. ICU medical received a video showing the leak in the sample during infusion.